Event description:
Cardiac stent was advanced and deployed in left anterior descending artery. Attempts to withdraw the stent delivery system were unsuccessful. Delivery system fractured resulting in adherence of stent balloon at site of stent deployment. Patient developed rhythm changes and chest pain. Required defibrillation. Snare was used to remove balloon.